Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty main batteries. To correct the condition, the main batteries were replaced. If any additional information is received, a follow up MDR will be sent. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s

Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have experienced a "failed battery - 4 discharge" alarm. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.07.00.